Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 190 mg/dl.